Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reports battery will not hold a charge. There was no reported pt involvement/adverse pt impact.